Manufacturer narrative:
Additional manufacturer narrative - despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause for the explant of this device could not be investigated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately six (6) years, was explanted due to unknown reasons. Despite multiple attempts at obtaining more information, no further information has been received from health care provider.

Manufacturer narrative:
The explanted device was not returned to manufacturer. The reported clinical observation cannot be confirmed. Edwards will continue to monitor all events.

Event description:
Medical records for the event were provided by hcp. The device was explanted due to mitral stenosis and moderate insufficiency six (6) years after implant. Patient is noted in satisfactory condition. Valve was not returned to manufacturer.